Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) inspected the device and confirmed that no failure icon was displayed. The system functioned as intended after the field service engineer had tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the user reported that the refrigerator door was failed to remove drug. The customer stated that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower user reported that the refrigerator door was failed to remove drug. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.